Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A.2.75x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, when the physician attempted to pull the stent back into the guide extension catheter, the stent sheared off from the delivery balloon and was dislodged in the lad. Subsequently, the physician advanced a balloon catheter and ballooned the dislodged stent floating on the existing wire then deployed the stent. The procedure was completed. No patient complications were reported. The patient was doing fine and the patient's status was stable.